Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the upper and lower abdomen, bra area, waist and flank on (B)(6) 2022 and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Corrected data: a4, a6, b5 (area of concern), d1, h6.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the abdomen and infra-scapular on (B)(6) 2022 using the curve 120, curve 150, and flat 165 and presented with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting elite two treatments on (B)(6) 2022 to abdomen and flanks using the c120 andc150 applicators, and on (B)(6) 2022 to lower abdomen, flanks and arms using the c150 and f165 applicators and presented with possible paradoxical hyperplasia post treatment.

Manufacturer narrative:
Additional information: a2 - age at time of event, a2 - age units, a3 - gender, a4 - weight, a4 -weight units, b5- description of event or problem, e1 - address 1, e1 -address 2, e1 -city, e1- zip code, e4 - initial report sent to FDA.correction information: d3 - name, d1 - brand name, e1 - region state,